Manufacturer narrative:
(B)(4). Date sent: 8/5/2020 as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Batch #: t94m1f. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown laparoscopic procedure, the jaw broke off inside the patient. The piece was found visually and removed. The procedure was completed with a like device. There were no patient consequences.